Event description:
It was reported that this right atrial (ra) lead was explanted the following day after the initial implant procedure due to an unknown cause. No additional adverse patient effects were reported. This lead is not anticipated to be returned. Update: new information was provided which indicates that the lead was explanted due to loss of capture. Evidence suggests an attempt was made to reuse the lead; however, after multiple deployments of the helix and attempts at various locations, loss of capture persisted. This lead is now expected to be returned.

Manufacturer narrative:
Following product return, this report will be further updated to include device technical analysis.

Manufacturer narrative:
Following product return, this report will be further updated to include device technical analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Setscrew marks were observed in the correct location on the terminal pin, indicating the terminal pin was fully inserted into the device header. A stylet was inserted into the lead lumen without resistance, confirming no blockages were present. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the loss of capture observed clinically.

Event description:
It was reported that this right atrial (ra) lead was explanted the following day after the initial implant procedure due to an unknown cause. No additional adverse patient effects were reported. This lead is not anticipated to be returned. Update: new information was provided which indicates that the lead was explanted due to loss of capture. Evidence suggests an attempt was made to reuse the lead; however, after multiple deployments of the helix and attempts at various locations, loss of capture persisted. This lead is now expected to be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted the following day after the initial implant procedure due to an unknown cause. No additional adverse patient effects were reported. This lead is not anticipated to be returned.